Event description:
It was reported that the patient received a patient notifier for eri. Device displayed eri/eos alerts the same day. Device replacement was scheduled. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.